Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported problem was caused due to failure in the scope. Although a definitive root cause could be identified, it is likely that the circuit board mounted on the scope to process the video signal had a failure for some reason, making it impossible to communicate with the video processor. A definite root cause could be identified. The instruction/operation manual describes the following warning: chapter 3 ¿preparation and inspection,¿ step 3.8 ¿inspection of the endoscopic system ¿ ¿confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had no image. The issue was found during inspection for use and it was completed with a similar 10 mm device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Section e1: (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that the insertion tube had defects and the universal cord was broken. It was also noted that the bending tube had buckling and the distal end had deformation/breakage. The adhesive on the distal end had deterioration and the angle bending manipulation was out of standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.